Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the cormatrix ecm for carotid repair. Details of the event are provided below. On (B)(6) 2013, the patient underwent a right carotid endarterectomy with cormatrix patch angioplasty. The preoperative diagnosis was critical (greater than 90%) symptomatic right carotid stenosis. The patient was asymptomatic at the time of the operation, but had at least 3 transient ischemic attacks over the 6 months leading up to the operation. The operation lasted approximately 36 minutes, during which the surgeon observed 99% stenosis of the carotid artery with "dense, highly ulcerative, heterogeneous plaque" that was successfully cleared and patched with the cormatrix ecm for carotid repair. Suture line hemostasis was noted to be secure, duplex scan noted laminar flow patterns throughout with no flow accelerations, and spectral analysis and 2d echo were normal. The surgeon was "most satisfied with the repair", and the patient tolerated the procedure well and was taken to the recovery room in satisfactory condition. In the recovery room following surgery, the patient reported difficulty swallowing and on physical examination was noted to have an expanding right neck hematoma with mild tracheal deviation. The patient was taken back to the operating room for exploration, hematoma evacuation and possible patch repair. The operation lasted approximately 50 minutes, during which the surgeon opened the original incision and observed a moderate-sized tense hematoma with bleeding at the carotid patch apex and along the medial wall, with developing tracheal deviation. The hematoma was evacuated, each bleeding point was controlled and the patch was repaired. The patient tolerated the reoperation well, and no focal neurological deficits were noted postoperatively. The following day on (B)(6) 2013, the patient was examined and then discharged in stable condition. On (B)(6) 2013, at a scheduled one-week follow-up visit, the patient was noted to be doing "remarkably well". The incision was healing well and there were no neurological deficits present.